Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the log file was provided. Review of the log file did show the error message related to the customer's report. However, without receipt of the device, root cause evaluation could not be performed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident was observed in the device log. The alarm was initially triggered on (B)(6) 2024. The error continued until the device was returned for service on (B)(6) 2026. Based on this information, the root cause investigation for the error is determined to be unaddressed/advisory message. The device was fast tested (runs a daily, weekly, and monthly self-test within 30 minutes) without any discrepancies noted. On/off current, patient and circuit impedance testing, internal inspection, and shock testing all passed. To reduce the probability of reoccurrence, the main board will be replaced. Further testing of the main board was unable to duplicate the failure. The main board was scrapped. No accessories were returned for evaluation. It is recommended that the battery used when the error was present, is discarded. No emerging trend based on similar reports